Event description:
A falsely elevated troponin I result were obtained on six pt samples (see date below). The reuslts were reported to the physician. The sample were retested and negative values were obtained (see data below). Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of instrument indicates that the most likely cause for the falsely elevated troponin I results was r2 probe contamination.